Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the manifold was sticking. Additional malfunctions include the zip ties for the filter were replaced, and the hose clamp for the manifold was replaced.